Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not obtain lead v3 during a 12-lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.